Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 10-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), arthralgia ("joint pain"), memory impairment ("memory disorders "), disturbance in attention ("concentration disorders "), raynaud's phenomenon ("raynaud's syndrome") and gastrooesophageal reflux disease ("gastro-oesophageal reflux disease (gerd)"). On an unknown date, the patient experienced autoimmune disorder ("trace of autoimmune disease"). At the time of the report, the heavy menstrual bleeding, arthralgia, memory impairment, disturbance in attention, raynaud's phenomenon, gastrooesophageal reflux disease and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, autoimmune disorder, disturbance in attention, gastrooesophageal reflux disease, heavy menstrual bleeding, memory impairment and raynaud's phenomenon with essure. The reporter commented: current condition of the patient: joint pain, memory and concentration disorders, haemorrhagic periods, raynaud's syndrome, gerd, trace of autoimmune disease. Actions taken to treat the patient in the healthcare facility: numerous tests in 11 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)on 10-feb-2022. The most recent information was received on 22-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), arthralgia ("joint pain"), memory impairment ("memory disorders"), disturbance in attention ("concentration disorders"), raynaud's phenomenon ("raynaud's syndrome") and gastrooesophageal reflux disease ("gastro-oesophageal reflux disease (gerd)"). On an unknown date, the patient experienced autoimmune disorder ("trace of autoimmune disease"). At the time of the report, the heavy menstrual bleeding, arthralgia, memory impairment, disturbance in attention, raynaud's phenomenon, gastrooesophageal reflux disease and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, autoimmune disorder, disturbance in attention, gastrooesophageal reflux disease, heavy menstrual bleeding, memory impairment and raynaud's phenomenon with essure. The reporter commented: current condition of the patient: joint pain, memory and concentration disorders, haemorrhagic periods, raynaud's syndrome, gerd, trace of autoimmune disease. Actions taken to treat the patient in the healthcare facility: numerous tests in 11 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.